Manufacturer narrative:
Concomitant products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2021, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 24-oct-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 17-may-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 17-may-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain indications. It was reported that on (B)(6) 2021, pt had a back surgery and they took the device out. The reason for explant was because it only worked for the first month post implant and the wires kept slipping. The wire slipped a month after implanted. Hcp went in and replaced it. It then slipped again. Hcp left it along. Pt waited and then got the device explanted in november.